Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that before a surgery during testing an ophthalmic console failed to perform phacoemulsification and system gave message footswitch drop error and calibration of screen. The system message was resettable and surgery was completed using another system. There was no harm to the patient.

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event (system would not phaco during testing before surgery) is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. The manufacturer internal reference number is: (B)(4).